Event description:
It was reported that the device was used during an unk procedure, displayed an error 5. Completed case with another device. No pt consequence.

Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off and missing.the identified blade damage may have occurred from external contact during pre-op or general use.